Event description:
It was reported by the customer's father that their insulin pump keypad responsive was delayed. Customer stated they are unable to program the device because the bolus amounts continue to scroll. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 205 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.